Event description:
Received a copy of medwatch report #0500470000-2012-0071 stating, "the pt had a right total knee revision due to prosthesis failure. Initial knee procedure was performed at another medical facility. Pathology report describes two metallic pieces of hardware and one plastic piece of hardware."

Manufacturer narrative:
Although the report states two metallic pieces of hardware and one plastic piece of hardware were revised, only information for the tibial tray was provided. The contribution of the device to the experience reported could not be determined as the devices were not returned for evaluation.